Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. Customer was sent a new tandem usb cable and wall adaptor and was successfully able to charge the pump. There was no reported adverse impact to the customers blood glucose level.